Event description:
It was reported that a precision 500d tabletop drove downward when it was not commanded to. No patient was involved and no injury was reported. The concern is for possible injury if the table were to impact a body part.